Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switch episodes due to far r wave oversensing were observed on the device. The recommended programming changes were made. The patient was stable before, during and after the programming changes and will be continued to be monitored.